Event description:
Pt having a laparoscopic assisted vaginal hysterectomy. Endo gia used to help take uterus down on each side to facilitate vaginal removal of uterus. Instrument used once without problem, reloaded, then when used again, would not release. Physician had to make another incision, insert trocar and use another endo gia to cut tissue on each side of 1st instrument in order to remove it. Prolonged surgical procedure 10-15 minutes. Surgical procedure completed without any further problems.